Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the complaint for ¿unspecified¿ was not confirmed. As received, the ipg revealed some instrumentation marks on the header and is consistent with explant procedure. The ipg was adequately charged using a lab charging system, and successfully communicated with lab utilities. The ipg was tested to manufacturing specifications using the autotester. The ipg was tested to manufacturing specifications using the autotester and passed all tests. The returned ipg functioned as intended. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's entire scs system was removed. According to the patient, the ipg was turning on and off by itself and causing a shocking sensation at ipg site at times. (Reference MFR reports: 1627487-2015-05015 and 1627487-2015-05016 for lead issues.)